Event description:
It was reported that the ventricular assist device (vad) driveline had exposed wires. Multiple low flow alarms as well as a controller loss of power with a vad restart were observed. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420, catalog #: 1420, expiration date: 30-sep-2018, serial#: (B)(4), UDI #: (B)(4), available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-sep-2017, labeled for single use: no, (B)(4). Additional information has been requested regarding the initial reporter and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump and one controller were not returned for evaluation. Review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed twisting of the driveline sheath and a break in the outer sheath, revealing the internal lumen. Additionally, the visual evidence revealed discoloration of the outer sheath. These are additional findings not related to the reported event. Based on historical review of similar events, the most likely root cause of the observed driveline sheath damage and discoloration of the outer sheath may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed twisting of the driveline cable may be attributed to improper handling and/or wear over time. The reported exposed wires on the driveline even t could not be confirmed due to insufficient evidence. Log file analysis revealed a controller power up with an associated pump start event logged on 08/nov/2022 at 17:44:55. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one with 39% of relative state of charge (rsoc) and (B)(6) was connected to power port two with 25% of rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for twelve seconds. Log file analysis also revealed intermittent decreases in estimated flow within the analyzed period and twenty-three low flow alarms have been logged since 15/oct/2022. Additionally, log files revealed a slight, transient increase in power consumption beginning on 06/nov/2022 and one high watt alarm logged on 07/nov/2022. As a result, the reported loss of power event and low flow alarms event were confirmed. Based on the limited information available, the pump device may have caused or contributed to the reported low flow event. Based on risk documentation and the available information, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, patient related factors, or inappropriate setting of the alarm threshold. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018/ serial#: (B)(6) UDI #: (B)(4) d9: no h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.